Manufacturer narrative:
This is the same event as 3010536692-2015-00835, -00836, -00837. (B)(4).

Event description:
Allegedly, patient revised due to mom complications: grinding/catching, pain/discomfort, loosening of acetabular components, metallosis and elevate co - right.